Event description:
It was reported that the center lock nut of the implant was sheared off during the tightening phase of a surgical procedure. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination performed by a quality technician revealed that the -03 and -04 components are missing. Unable to determine the cause of the event.